Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the seal was damaged and air leakage occurred. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.